Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer inspected the module and replaced the spring and arm head cover of the sample probes. He verified the module was performing according to specifications. The investigation determined that a component malfunction had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose results from several patient samples tested on the cobas 8000 c702 module. The reporter provided one example of discrepant results: the initial result was 2.0 mg/dl. The repeat result was 100.0 mg/dl. The initial result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.